Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), pacemaker mediated tachycardia occurred due to programming. The ipg was re-programmed, and the device remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the transcatheter pacing system cvg clinical study.